Event description:
Reporter alleged when turning on the blood glucose device, an "888" displays on the test screen and then a reading of 59 mg/dl appeared with a test strip prior to it being dosed with blood or control solution. It was stated no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.